Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.1, repeat inr = >7.5. On second draw rn too blood off of venipuncture needle. Tech support explained to rn that the second test was invalid. Inratio testing needs to be a finger stick and not a drop from a venipuncture needle. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.1, >7.5, lab: 1.7. Therapeutic range 2-3. Coumadin was changed due to inratio results.

Manufacturer narrative:
Investigation pending.